Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 22 mg/dl. The customer states the need for a sensor because she cannot feel the lows. The customer states having hand surgery after hurting her ring finger, which lead to the lows. The customer and husband treated lows with milk. The customer declined troubleshooting for low readings. The product was not returned for analysis.